Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. . Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction is that the turret gear mechanism is faulty due to motor malfunction caused by the dried turret gear grease. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The front panel blinks due to the turret gear mechanism being blocked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii xenon light source flashed as soon as one of the selection buttons was pressed. The issue was found during preparation for use for a procedure. There were no reports of patient harm.